Manufacturer narrative:
Concomitant medical products: 5076-52 lead, implanted: (b)(64) 2004; 694765 lead, implanted: (B)(6) 2004. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the lead was implanted and the implant procedure was difficult due to patient anatomy. Final lead position had one acceptable vector. At post op device check the lead exhibited high threshold or loss of capture in all vectors as well as phrenic nerve stimulation. The left ventricular (lv) lead was programmed off. A chest xray was performed and indicated the lead had pulled back from its original position. The lead was explanted and replaced with an epicardial lead. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. No anomalies were found. If information is provided in the future, a supplemental report will be issued.